Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros vancomycin (vanc) result was obtained when processing a patient sample on a vitros xt7600 system when compared with the repeat result. A definitive assignable cause could not be determined. Historical quality control results do not indicate an accuracy issue with vitros vanc lot 2514-53-1559 as a cause of the event. Diagnostic within run precision tests do not indicate an issue with the performance of vitros xt7600 system or vanc reagent lot 2514-53-1559 as a cause of the event. Although the historical quality control results and the diagnostic within run precision tests do not indicate an issue with either vitros vanc reagent lot 2514-53-1559 or the vitros xt7600 system an unexpected issue with the vitros xt7600 or an unknown reagent pack issue could not be entirely ruled out as the cause of the event. The customer is not following the collection device manufacturer¿s centrifugation recommendations when processing the patient sample. Therefore, a sample related issue may have contributed to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vanc lot 2514-53-1559.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected vitros vancomycin (vanc) result was obtained when processing a patient sample on a vitros xt7600 system when compared with the repeat result. Vitros vanc result of <5 ug/ml versus the repeat vitros vanc result of 25.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros vanc result was reported outside of the laboratory and a corrected report was later issued. There was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).